Event description:
While performing a laparoscopic supracervical hysterectomy, the jaws of the ligasure 5mm locked up and the surgeon was unable to remove it. After a few attempts to open the device, it started functioning appropriately. However, the ligasure device was removed from the patient and not used for the rest of the procedure.